Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that when the surgeon injected the iol into the eye the optic had a full thickness break in it when it unfolded. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has been requested for return to rayner for evaluation; however, to date, no device has been received. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 014231855 showed that all manufacturing and quality checks were conducted successfully. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 24th october 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that the optic had a full thickness break in immediately following implantation into the eye necessitating iol explantation and exchange.